Event description:
A separation of the syringe from the needle while the dose was being administered to the client. After the needle was introduced into the patient, and as pressure was applied to the plunger the needle separated from the syringe (staying in the client's arm) and the vaccine dripped onto the client's arm, leg, and couch; client had to receive a second dose on opposite arm. A second incident occurred where the needle become dislodged from the syringe when the safety was being activated. The needle separated from the syringe and flew up and down onto someone's hand causing a needle stick. This was after we checked all syringes/needles and tightened them prior to administration. FDA safety report ID# (B)(4).